Event description:
Pigtail line that attaches to saline line has potential for sterilant to back-up into it when recirculating. Even when white clamp is closed their is a small section of this line that may house small amount of sterilant. Suspect hemodialysis pt had an exposure vial this route.